Event description:
It was reported that the user¿s ilet insulin pump sustained physical damage when the user fell, resulting in a cracked screen; the pump could power on but the display was unreadable, and a replacement was arranged with instructions for shutdown, return, data sync, and backup therapy. Symptoms included no reported changes in blood glucose. Outcomes included interruption of normal device use with reliance on backup therapy and continued cgm use. Investigation included customer interview, device history review, and arrangements for return and evaluation. Investigation of this case revealed a damaged display consistent with external impact, with no evidence of alerts or alarms and no indication of a systemic device malfunction. It was concluded that the event was attributable to physical damage to the device display, with no patient injury and no product quality issue identified beyond damage from impact.